Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens, -10.0/+1.0/080 diopter, cracked during injection/delivery into the eye on (B)(6) 2016. The lens was explanted on the same day. The lens was exchanged for another lens and the problem was resolved. There was no report of any apparent injury.

Manufacturer narrative:
Device evaluation: the evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that the haptic was torn and bent. There was clear surgical residue/debris on the product. (B)(4).